Event description:
Pt presented to hosp following a supracondylar fracture of her left knee. She had a left total knee replacement performed approx. 10 to 12 years ago. It had worked itself loose now. This was secondary most likely to the supracondylar fracture incurred in a fall. She underwent removal of this prosthesis with total knee replacement performed.